Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was a cracked device and leakage of insulin. The customer reported "there was a crack in the syringe and insulin came out of the syringe.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received.